Manufacturer narrative:
A review of the device labeling was completed. Blurred vision is identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
Reportedly, the patient underwent uneventful left eye cataract plus stent procedure. The hyphema was characterized as a grade I (less or equal to 1/3 anterior chamber vol.) And self-resolving. The hyphema did not require any medical or surgical intervention. The vitreous hemorrhage was associated with hazy vision and the patient was referred to a retina specialist for evaluation and b-scan. The patient¿s prognosis was reported as ¿stable with adverse event resolved¿.

Manufacturer narrative:
Additional information: the device is not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Vitreous hemorrhage and hyphema are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following cataract plus micro trabecular bypass stent system procedure, the patient presented on post-op day one (1) with micro-hyphema and vitreous hemorrhage. Additionally, a small clot was also observed near the stent. Following medical counsel, the surgeon reported that ocular ultrasound (b-scan) was performed and everything else looked ¿fine¿. Additional information has been requested.